Event description:
It was reported that there was a uni compartmental knee revision to total knee. The patient was revised due to osteo arthritic extension into subsequent joint side.

Manufacturer narrative:
Additional device listed in this report: cat 66362012, lot l4zal, description: eius uni knee sml fem rm/ll. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding revision due to disease progression involving an eius tibial component was reported. The event was not confirmed. Device evaluation was not possible as the components were not returned. DHR review was satisfactory. Chr review confirmed that there were no other similar reported events for the lot. The exact cause of the event could not be determined with the information provided. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a uni compartmental knee revision to total knee. The patient was revised due to osteo arthritic extension into subsequent joint side.